Event description:
Per provider unit alarming with low 02. Indication is that sieve bed filters and not seated properly allowing sieve material to become pulverized and bypass filter. Sieve dust is migrating into the manifold valve and muffler. Refer to (B)(4).